Event description:
It was reported that the patient was admitted into the intensive care unit (ICU) following an accidental pocket refill. Reportedly, an insulin needle was used and the refill did not reach the pump reservoir. The patient showed drowsiness, breathing distress, and high blood pressure. Once the medication was noted to be in the pocket, the pocket and the pump were emptied and the pump was refilled with clonidine and bupivacaine only, as the patient had rebound high blood pressure. The patient was treated with naloxone and mechanical ventilation. Updated information indicated that patient was awake and fully oriented. The pump was emptied again and refilled with morphine, bupivacaine and clonidine. Blood pressure decreased to 150/80, from previously reported 220/100. The patient ate the following day of this report and was "feeling well." The patient's discharge was planned for two days after this report date.

Manufacturer narrative:
(B)(4).